Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not reproduced on inspection. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during set up for an unknown procedure the bronchovideoscope had no image on the screen. There were no reports of patient harm.